Manufacturer narrative:
Investigation results: visual examination of the complaint device confirmed that the balloon was unfolded and had been subjected to positive pressure and deflated. The distal tip of the device was also found to be severely damaged. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. Therefore, the condition of the returned device confirms the reported event of distal tip bent. Based on all gathered information, the most probable root cause classification is handling damage. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a passport dilatation balloon catheter was used in the upper ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2017. According to the complainant, during preparation, it was noted that the distal tip of the catheter was bent and would not fit in the scope. The procedure was completed with another passport dilatation balloon catheter there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a passport dilatation balloon catheter was used in the upper ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2017. According to the complainant, during preparation, it was noted that the distal tip of the catheter was bent and would not fit in the scope. The procedure was completed with another passport dilatation balloon catheter there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.